Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump over-infused during patient infusion on the neonatal intensive care unit (nicu). The pump was programmed to deliver 14 ml packed red blood cells (prbcs) at 4.6 ml/hr over 3 hours. The syringe had 17 ml in the tube prior to priming. After approximately 2.5 hours, the syringe pump stopped transfusion because of "syringe empty". The nurse noticed the syringe was empty but the pump indicated 33 min left remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.